Event description:
Based on information reported to davol: on ni/ni/ni - patient underwent unspecified surgery in which ventralex mesh was implanted. On (B)(6) 2011 - patient underwent laparotomy with explant of ventralex mesh, which was alleged to be "eroded" into patient's bowel.

Manufacturer narrative:
Based on information reported to davol, the patient had a ventralex mesh implanted approximately 4 years ago. On (B)(6) 2011, it was reported that the patient had the mesh explanted, and that it had eroded into the patient's bowel. We have contacted the user facility and made multiple requests for additional information and return of the device for evaluation. No medical records or lot number has been provided. This MDR includes all patent, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the alleged event. With the information available, no conclusion can be drawn.